Event description:
It was reported that during a laparoscopic cholecystectomy the device was just firing clips out open. The applicator then jammmed. It was cleared but continued to malfunction, clips kept for inspection. There was no pt consequence.